Event description:
It was reported that the ilet insulin pump did not pair with the dexcom g7 sensor and displayed cgm not paired and dosing stops soon notifications, resulting in loss of glucose data to the pump while the sensor continued working in the dexcom app. Symptoms included none reported, with a contemporaneous glucose value of 113 mg/dl on the dexcom app. Outcomes included temporary interruption of automated dosing pending cgm pairing. Troubleshooting steps included restarting the ilet, cycling bluetooth, reattempting sensor start, and completing a software update. Following these steps, the ilet successfully connected to the sensor, and glucose data displayed with a reading of 113 mg/dl. Investigation of this case revealed no confirmed ilet device malfunction, and the restoration of sensor data was consistent with resolution of a transient pairing difficulty. It was concluded that the event involved a temporary communication interruption that resolved with standard troubleshooting, with no evidence of device failure or patient injury. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.